Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22013326. Medical device expiration date: 20jan2025. Device manufacture date: 20jan2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.6. Investigation summary: the customer reported the tubing is leaking and returned 137 samples of material 2426-0500. Of these 137, 94 are lot 22013326, 42 are lot 22013330, and 1 is lot 21103319. All 42 of 22013330 were tested, the one 21103319, and 59 of the 22013326 (per sample size procedure). None of the samples were found to leak after priming with water and a pull-test was performed at the connections in the set. The complaint could not be verified. The root cause could not be found without an observed failure. A device history record review for model 2426-0500 lot number 22013330 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22013326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 22013330 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 21jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 22013326 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 20jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.